Manufacturer narrative:
In the initial med watch, b5 describe event or problem's first line should have been: "the initial reporter received questionable combur 10 test m results for the leukocyte parameter from several urine samples tested on the cobas u411 urine analyzer." Instead of "the initial reporter received questionable combur 10 test m urine test strip results for several urine patient samples tested on the cobas u411 urine analyzer." Medwatch field d4 has been updated.

Manufacturer narrative:
The cobas u411 urine analyzer serial number is (B)(6).

Event description:
The initial reporter received questionable combur 10 test m urine test strip results for several urine patient samples tested on the cobas u411 urine analyzer. One example of discrepant results was provided: the analyzer result is "negative". The urine sediment microscopic result is "25-30 per field of view".